Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who mirena (levonorgestrel) inserted in 2011 at 20 mcg/24hr, cont intra-uterine for heavy menstrual bleeding and essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. According to the physician, essure procedure went normally. Patient came to hospital on (B)(6) 2015 because of allergic symptoms, choking feeling in throat, dry cough, vomiting on saturday, skin symptoms: redness on legs and face, pinching feeling on stomach and back. It was known that patient has nickel allergy. No swelling in throat and no problems with breathing. Patient had treated herself with antihistamine. The plan is to remove the implants laparoscopically if the symptoms won't ease. It was also told that the patient had mirena inserted in 2011 because of heavy menstrual bleeding. Mirena was removed on the third day after insertion because of swelling, fever and eczema. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6) 2015 from nurse at dermatology and allergy department: essure implants have been removed and the patient was going to dermatology and allergy department for allergy testing (testing if she was allergic to mirena and essure). Outcome was reported as unknown. This case was upgraded to incident. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: hypersensitivity. The analysis in the global safety database revealed 18 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.. Company causality comment: this medically confirmed, spontaneous report refers to a (B)(6) female patient who experienced choking feeling in throat approximately 2 days after essure (fallopian tube occlusion insert) insertion. She had no swelling in throat or problems with breathing. She treated herself with antihistamine. Additionally, she had other allergic symptoms. Essure implants were removed. These events were considered serious, due to medical importance. Choking feeling is unlisted according essure's reference safety information; while allergic reactions to essure are listed. In this particular case, the patient had a previous nickel allergy and experienced allergic symptoms (including redness on legs and face) after essure placement. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Although patient's choking feeling is not expected as an allergic reaction for essure; considering the close temporal relationship between the events and device insertion causality cannot be excluded. Other non-serious events were reported. This case was initially considered a non-incident. However, upon receipt of follow-up information, it was upgraded to incident, since device removal was required. Essure technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. Additionally, physician stated patient had a mirena (levonorgestrel-ius) inserted in the past. This ius was removed, 3 days after its insertion, due to the non-serious events of swelling, fever and eczema, which were considered by the company as related to mirena due to the close temporal association with ius placement. No further information is expected.